Manufacturer narrative:
The philips bench did not observe any corrosion or damages caused by liquid ingress.

Event description:
It was reported to philips that the device is not working properly. Water intrusion may have occurred. There was no reported patient involvement/adverse patient impact.